Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 32mm annuloplasty ring, it was explanted and replaced with another medtronic product. The reason for the replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve appeared stained showing evidence of blood contact. There appeared to be an attempt of implantation as evidenced by the small needle holes along the device. No damages such as tears were noted on cloth or manufacturing sutures. Radiography showed no evidence of distortion or fractures on the ring. Conclusions: surgeons often attempt to repair valves in lieu of replacing them in an effort to preserve the native mitral anatomy. There are times when valve repair is attempted using a repair device and subsequent post-repair evaluation demonstrates an inadequate result. This is potentially due to, but not limited to, suboptimal anatomy, surgical technique or inappropriate sizing, and not a malfunction of the device. In this case, it was stated there was no malfunction of the device. The potential causes for the poor mitral "annulus involution effect" and ¿the shaping effect¿ were not able to be confirmed. H3: device evaluated? Updated h6: updated the codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the reason for replacement was due to poor mitral "annulus involution effect." It was further clarified that the physician was not satisfied with the shaping effect and it was removed as a result. It was stated that there was no malfunction of the product. No additional adverse patient effects were reported. Product analysis: the product has been returned and analysis is in progress. Conclusion: the investigation is in progress. A supplemental report will be submitted after completion of the investigation. H6: codes updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.